Event description:
In 2003, this patient was implanted with gore excluder bifurcated endoprosthesis contralateral leg component and two iliac extender components. The patient participated in regular follow-ups with no sign of endoleaks or aneurysm enlargement. Ten days later, the patient presented with a ruptured aorta. The physician performed a reintervention and implanted a zenith stent. Gore devices were not explanted. Patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; gore excluder bifurcated endoprosthesis iliac extender components (pcl161207/022411906 and pcl161207/022411802).